Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the already calibrated electronic patient gas system (epgs) prompted for a recalibration. The message went away after a few minutes. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint could not be confirmed. Per data log review: the epgs was not used on the date of the complaint. The epgs was successfully calibrated on (B)(6) 2023 and used throughout the case without reporting any errors. The system was next turned on (B)(6) 2023 at 16:34:06 and was turned off at 16:34:38 without any attempts to calibrate. The logs cannot confirm the complaint or any issues with the gas system. The field service representative (fsr) could not duplicate the reported complaint. Mechanical, electrical, and visual testing was performed. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.